Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who had 400cc mentor memorygel breast implants placed experienced bilateral rupture post procedure. The ruptures were diagnosed through magnetic resonance imaging and stated to be more pronounced on the left side. As a result, bilateral prosthesis replacement with 440cc mentor memorygel breast implants was performed on (B)(6) 2020. See 1645337-2021-00048 for contralateral prosthesis report.

Manufacturer narrative:
The investigation of the returned photograph was completed by the failure analysis lab on january 13, 2021. Device evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device couldn't be analyzed according to our procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).